Event description:
On 1/14/97, the facility or department contacted the MFR and reported that the outer box of the device appears to have a puncture hole. The facility was concerned with the integrity of the device.

Manufacturer narrative:
The device has been returned to the MFR and has been analyzed as follows: a visual examination confirmed that the box was damaged; however, the product was non-defective. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. Based on the information available, and the device analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this incident. No further information is available. The MFR is now closing its file on this event.